Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The topical skin adhesive was applied on (B)(4) 2011. The patient experienced severe itching and burning on (B)(4) 2011. The benedryl cream was applied and the the topical skin adhesive was removed by gentle cleansing. The patient is currently fully recovered.

Event description:
It was reported that a patient had a topical skin adhesive applied for an unknown reason. The patient experienced a reaction and was instructed to use benedryl cream by the physician. The condition resolved.